Event description:
It was reported by service that the side rail could not remain latched and the foot end litter cover cracked exposing sharp edges. No patient involvement or adverse consequences were reported.